Event description:
Severe dry eye after lasik surgery. Must use eye drops each morning to be able to open the eyes every day since surgery. Often use saline drops during the day as well. On (B)(6) 2004 ophthalmologist diagnosed severe dry eye caused by lasik surgery at lasik f/u exam. Was not a preexisting condition. Prescribed daily lubricating drops and nutritional supplement. Was reconfirmed at each f/u eye exam occurring each month following the lasik procedure. (B)(6) 2004 - again diagnosed and offered treatment with prescription "restasis" (B)(6) 2013, by new ophthalmologist.